Event description:
It was reported the patient is not receiving effective therapy due to high impedances. X-rays indicated the lead was fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.